Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: 6. Corrected fields: e1: *add contact number phone from the customer**, g2 **remove health professional from this section** a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (7) seven years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined due phenomenon was not reproduced. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the visera elite xenon light source after 2 hours of use the brightness of the image became dark. The customer replaced the bulb, but the issue was not resolved. The issue was found during inspection before the therapeutic laparoscopy procedure. The patient was not under anesthesia. The facility finished the procedure with a similar device. There were no reports of patient harm.

Manufacturer narrative:
During evaluation, the following were found: did not confirm ¿the brightness of the image become dark". The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.